Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turned on. The field service engineer (fse) powered off the station to test the half-height cards in drawer 5. The card for drawer 5.2 tested out of range, so it was removed and replaced. The fse then replaced the controller card for drawer 5, reassembled the components, and configured the station. Testing confirmed that the station was working properly. The customer verified successful operation through inventory. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station did not turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.